Event description:
Per (B)(6) home health rn on reported lithium battery empty. Pt still able to infuse with rn using backup pump. Pump replacement being sent. No missed doses. No adverse events. Unknown if pump available for return. No other information known.